Event description:
Customer reported he was off the insulin pump due to battery only lasting one day. Customer stated there were cracks on the battery bay and the reservoir compartment. Blood glucose was 279 mg/dl, treated with manual injections. Customer was unsure how damage occurred but it may have been to normal use. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. However, an unexpected motor noise during rewind was noted due to faulty motor. The device power up properly after battery installation. The device was received with operating currents within spec. No unexpected low battery alarms noted. The device was received with cracked case at display window corners, display window and reservoir tube lip. The device was received with minor scratched lcd window.